Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) sensor that was not working. The cause of the customer reported problem was unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor.

Event description:
It was reported that there was no cassette detection. There was no patient involvement.